Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the brand new bravo recorder failed. There was no harm to the patient and it is not known if a repeat procedure will be performed.

Manufacturer narrative:
Investigation summary: it was reported the user was unable to upload a bravo ph study from the receiver device to the computer. One bravo ph recorder was received for investigation. Visual inspection revealed damage of the usb connector. It was noted all legs of the connector were torn off from the motherboard. Root cause is consistent with careless use or excessive physical force. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. Based on review of the complaint file, device performance, and review of trend data, there is no trend identified. No action is deemed necessary at this time. Trending and device performance will continue to be monitored.